Manufacturer narrative:
It was previously reported that the model and serial number of the device was unknown. Upon further investigation it was found that the device involved in this event is not commercially available in the united states. Section b5 has been updated to reflect this. H3 other text : device not commercially available in the united states.

Event description:
It was reported that the user facility has had some incidents of patients getting caught in the stretcher side rail. Upon further investigation it was found that the device these instances occurred on are not commercially available in the united states.

Event description:
It was reported that the user facility has had some incidents of patients getting caught in the stretcher side rail. There was no report of injury or adverse consequences related to these instances. The user facility was unable to provide a model or serial number of the device at this time.